Manufacturer narrative:
The investigation is in progress. A sample has been received but has not yet been evaluated. Three lot numbers, manufactured in may/june 2012 were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported experiencing poor cutting during a procedure. It was noted that there had been no problems during the priming test. The issue resolved after the product was replaced and the case was completed with no harm to the patient.